Event description:
Wife called on behalf of their husband. A portable catheter had been implanted into pt's chest for the admin of chemotherapy. A subsequent catscan procedure ordered in april, 1997 as a routine matter by pt's oncologist, revealed that the "portacath" had broken into two pieces; and that one of the pieces had become lodged in the heart. Subsequent examination by a cardiologist and a radiologist/cardiologist revealed that the foreign body, was lodged 2-3 inches into the pt's heart. These doctors also determined that the portion of "portacath" lodged in the heart could not be safely removed. Rptr stated that an earlier x-ray, taken in january, 97, also had shown that the "portacath" had broken, but that the radiologist who read this x-ray had not noticed the break. On july 23, 1997, the part of the broken "portacath" that could be safely removed was removed. Rptr stated that the real tragedy of this event was the fact that their husband was cancer-free.